Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: regulatory.responses@icumed.com. One device sample was received in used condition with the original packaging opened. Two photos were included for evaluation; photos showed the complaint sample. It was reported that the packaging was missing a connector but did not specify what type of connector was missing. The customer returned a used sample with open packaging without any of the product accessories. Per visual inspection, only the endobronchial tube was identified. The complaint was confirmed. No other analysis was performed. The root cause could not be identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Based on the analysis performed, the reported missing/incorrect component was confirmed. The sample was returned used and opened from the package, the complete product was not returned and all the accessories (connectors) of the product were identified as missing, that is why it could not be determined which connector was missing, the customer did not specify which connector was missing in the packaging, the root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from the assembly process.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening, there was a "lack of accessories". Connector part was not included. No patient injury or clinical affects was reported.